Event description:
Brush heads no longer fit on it / brush heads come loose - oral-b [device connection issue]. Metal pin has become so thin / the pin has become pointed - oral-b [device physical property issue]. Case narrative: adult male reported via phone that the metal pin on their oral-b toothbrush became so thin that the oral-b toothbrush heads no longer fit on it, the pin has become pointed, and the oral-b toothbrush heads come loose during brushing. No injury was reported. 11-jul-2023 case update: the concomitant product lot was b237. No injury was reported. 11-jul-2023 case update: the concomitant product was oral-b power oral care refills power polisher eb17s. No injury was reported.

Manufacturer narrative:
10-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads no longer fit on it / brush heads come loose - oral-b [device connection issue] . Metal pin has become so thin / the pin has become pointed - oral-b [device physical property issue] . Case narrative: adult male reported via phone that the metal pin on their oral-b toothbrush became so thin that the oral-b toothbrush heads no longer fit on it, the pin has become pointed, and the oral-b toothbrush heads come loose during brushing. No injury was reported. 30-may-2023 follow up via digital survey: the consumer reported that he did not see a healthcare provider. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.